Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch profile meter was prompting the not ok message. The pt reported that the message would appear following a blood test. The pt neither alleged harm nor experienced injury. She reported that she received assistance by a non-medical professional; however, no treatment was received. The customer service rep confirmed that the pt was using proper testing methods. The csr walked the pt through cleaning the optics portion of the meter, retesting, and the meter prompted the not ok message. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.